Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia left inguinal repair, the doctor tore through the patient's peritoneum during insertion of the trocar. This led to the laparoscopic procedure converted to an open procedure due to device problem. There was tissue damage. They opened up another product to complete the procedure. The patient was alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received. A tep procedure was performed which converted to an open case after experiencing issue. The patient was not injured as a result of product use and has recovered normally per surgeon. When the surgeon deployed the dissection balloon she pumped 20 pumps to the bulb.